Manufacturer narrative:
Investigation summary - bd received one photo for investigation. The photo depicts a tube lying on its side, displaying visible variable data on the tube label; however, it does not show the customer's indicated failure mode. A total of 100 retained samples were visually inspected, and all hemogard closure assemblies were found to be correctly assembled and placed on the tubes with no issues of cocked stoppers. Additionally, 10 retained samples underwent functional tests, with all weights being within specification limits. No issues were identified with the hemogard closure assemblies being loose or separating from the tubes during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there were stopper pops off seen in 6 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers. G4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes there were stopper pops off seen in 6 tubes. No adverse impact was reported regarding the patient or user.